Event description:
Reportedly, during testing, it was found that when the fio2 value was set to 30%, the displayed value showed 21%. During calibration, there was an "o2 sensor error." Upon replacing the oxygen sensor, this issue was resolved. There was no patient involvement reported.